Event description:
Charging cable has caught fire - oral-b [device catching fire]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush charging cable caught fire. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Charging cable has caught fire - oral-b [device catching fire] case narrative: male consumer via e-mail stated that the oral-b toothbrush charging cable caught fire. No injury was reported. 04-jan-2024 case update from information initially received on 08-dec-2023 via pictures: the suspect product was an oral-b pro 2 2900 toothbrush. No injury was reported. 04-jan-2024 case update: the suspect product lot was b93040020a. No injury was reported. 24-jan-2024 case update from information initially received on 04-jan-2024: the suspect product lot was b93040020ia. No injury was reported.

Manufacturer narrative:
29-jan-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.